Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device continuously reboots by itself. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device in order to perform a visual examination and observed that the internal flow transducer (ift) cable was disconnected. Ventec properly seated the ift cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.